Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified proximal right coronary artery. During procedure, after a rotablation, a 10/3.50 flextome¿ cutting balloon¿ was selected for use. However, it was noted that the balloon ruptured at nominal pressure rate. The procedure was completed with another of the same device. No patient complications reported and there were no patient injury.